Event description:
Our radiologist was placing the savi under mammography. She was have trouble placing and the needle kept moving upward. They took an image before deploying and they could see the tip of the savi, so they removed the needle and the savi was deployed into the breast tissue. One of the antennas was bent so they had our surgeon come up to test the savi and it was still giving signal. The savi was not deployed in the correct location and it was too close to where the additional savi needed to be placed so the patient has to come back the morning for an additional needle localization.